Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged, error b31 occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction error b31 was caused due to a broken video cable. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had an error b031 scope communication error. There were no reports of patient harm.